Manufacturer narrative:
(B)(4). The returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece.the fiber measured approximately 309.3 cm from the top of the connector to the tip. The exposed glass portion of the tip measured approximately 1 mm and appeared fractured. Examination under magnification confirmed the pattern on the tip was consistent with a fracture. The remainder of the tip was not returned. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It was likely that due to the fracture within the connector that the fiber would not fire during a procedure. Functional analysis revealed that when the fiber was connected to the auriga laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. The laser console displayed the message, applicator has been used 3 times. No other issues with the device were noted. The reported event was confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 4, 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on january 2, 2020. Reportedly, the laser unit used was an auriga xl 50 watt laser console. According to the complainant, during the procedure, upon pressing down the foot switch there was no laser energy from the laser fiber. The fiber did not release any laser beam although there was light.the procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and fiber tip detached .